Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected low battery alarms or failed battery test alarms were noted. Device received with partially broken reservoir tube lip. Device received with cracked case at display window corners. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that the device alarmed a low battery alarm. Reservoir had a crack. Customer reported he was admitted to the emergency room for hyperglycemia due to high blood glucose. Customer's blood glucose was 550 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.